Event description:
It was reported that this right ventricular defibrillator (rv) lead and implantable cardioverter defibrillator (ICD) exhibited out of range pace impedance measurements greater than 2,000 ohms. Technical services reviewed several episodes and presenting electrograms (egms) noting intermittent high pace impedance measurements for at least six months. Troubleshooting options were discussed with arm movements and isometrics, with associated impedance spikes. It was noted there was no events with noise and the device has the original spring contact. The lead remains in service. No adverse patient effects were reported.